Event description:
The pt reported that she does not feel her infusion device is delivering insulin correctly. The pt's blood glucose elevated between 500-600s mg/dl. The pt's normal range is around 280mg/dl. The pt did not report any symptoms with her elevated blood glucose. During troubleshooting, the pt stated that the bolus feature of the infusion device was working, but not the basal rate feature. The pt then reported that she reset her infusion device before calling and that is why her temporary basal rate was not showing. Since the pt was having difficulties setting the basal rates, it was offered to have her speak with a trainer in order to ensure that she had programmed her infusion device properly. The pt agreed to speak with the trainer. The pt switched to her back-up infusion device and her blood glucose returned to normal. The pt did not need assistance from a healthcare professional or second party. The product has been requested for return to be elevated.